Manufacturer narrative:
Radiographic image review: intra-op fluoro view l5-s1 fusion. On one side k-wires are present l5-s1. On the other side screws are present with a rod. The l5 tulip is not connected to the shank. An interbody graft is present. Intra op fluoro view initial spondylolisthesis and pedicle access at l5 with k-wires in s1. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient undergoing mis tlif at level l5-s1 for high grade listhesis. It was reported that the cannulated screw broke intra operatively. There was no fragment of the implant remaining in the patient. There was no patient symptoms or complications as a result of this event. No further complications were reported/anticipated.